Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the double curve was in the laa of the patient and then inserted the wds. The closure device was deployed three (3) times but did not meet release criteria. The physician decided to replace the was with a new single curve was. The new was was positioned in the laa, and the physician then deployed a new 24mm closure device. The closure device was deployed four (4) times but did not meet release criteria. During one of the deployments the was became kinked. The physician decided to continue the procedure using the kinked was. A new 20 mm closure device was then deployed twice in the laa of the patient. During the second deployment fluoroscopy imaging showed that the system shifted inside the patient and perforated the laa. The perforation resulted in a pericardial effusion. The physician performed a pericardiocentesis draining one (1) liter of bright red blood which was then given back to the patient. The patient underwent open heart surgery where the effusion was resolved and the laa of the patient was ligated. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.